Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suction broke during the left eye laser procedure. The bed locked and was unable to be released from the patient. The emergency stop button was pressed and the patient was released from the bed. The laser was rebooted and the procedure was completed with no patient harm.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Technical review shows that during technical onsite visit after this event the field service engineer (fse) was able to find the low suction warning in the log files, but was not able to reproduce any vacuum error. The fse tested complete vacuum system. All values within specification . The fse verified the system to specification. No problem about bed was noted in the service request. According to result of technical review there is no technical root cause of the system detectable. The root cause could be identified conclusively. The root cause for the suction broke could be user handling or movement of the patient's eye. (B)(4).